Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same failure modes were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the reported conditions were identified. The root cause of the ground resistance test failure was determined to be component failure within the grounding circuit. The affected component was replaced, which corrected the condition. In addition, the free-flow clamp assembly was replaced using the free-flow clamp assembly service kit to address the clamp condition identified during service. Following repair, the device met applicable electrical safety and performance specifications. A corrective and preventive action (CAPA) was initiated to further evaluate the ground resistance failure mode. Refer to complaint record (B)(4) for additional details related to this event.

Event description:
Pump sn (B)(6) was returned to intuvie under (B)(4) for preventive maintenance. During service evaluation, the device failed the ground resistance test, measuring 0.477 ohm. The acceptance criterion for the ground resistance test is less than 0.1 ohm. The condition was identified during routine service testing. There was no patient involvement and no adverse event was reported.